Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter on whether they are a healthcare professional the device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head displayed no image on screen. There was no report of patient harm or user injury associated with this event.

Event description:
It was reported that the camera head displayed no image on screen. The reported malfunction was discovered during an endoscopic tumor removal procedure. The device was replaced, and the procedure was completed. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flooding of the cables and image capturing section and image capture failure. Based on the results of the investigation, it is likely the following led to the malfunction: it is likely that the image capture failure caused the image function to not function properly and "no image was displayed". Olympus will continue to monitor field performance for this device.